Event description:
On 5/8/25, a patient reported experiencing a hyperglycemic event on (B)(6) 2025 with dka and loss of consciousness. The patient also reported their g7 sensor expired and was entering manual bgs while in bg-run mode. The patient's mother called ems and was transported to the emergency room. The patient was treated with IV insulin in the emergency room and subsequently admitted to the hospital. The patient was in-hospital for 6 days and discharged on (B)(6) 2025. The patient restarted ilet therapy and is doing fine.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The logs also show a sensor pairing failed alert followed by loss of sensor alerts prior to the hyperglycemic event, aligning with the sensor failure in the patient's report. Also, at 6 am on (B)(6), an out of drug alert was triggered, leading to insulin suspension. The sensor alerts and the out of insulin drug conditions contributed to this event. Should additional, relevant information become available, a supplemental report will be submitted.